Manufacturer narrative:
(B)(4). Evaluation of the incident device found blood inside the electrode tube and on the spatula tip. The insulation was melted at the aspiration holes. The device failed hipot testing around the melted insulation. Investigation determined the excessive blood inside the aspirator tube created a conductive path between the active electrode and the external surface of the electrode insulation. The instructions for use warns irrigation fluid must be cleared and suction activated prior to activating the electrosurgical handset to prevent this type of occurrence.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during the procedure, the electrode melted about 1cm in area from the tip. Another device was used to complete the procedure. There was no harm to the patient. Covidien's initial evaluation of the incident device confirmed the device was melted and failed hipot testing.